Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to cardiovert a patient (age & gender unknown), the device displayed a "check pads" message and was unable to sync the patient's heart rhythm. Complainant indicated that the pads and the cable connection into the monitor were disconnected and reattached; however did not resolve the issue. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The reported malfunction was observed during review of the activity logs. However, the reported problem was not duplicated during the investigation of the device. The device's processor/bridge/pace board was replaced as a precaution. The device was recertified and returned to the customer. Review of the device activity log provides evidence of the customer's report related to poor coupling between patient and electrode pads with multiple lead fault entries. A thorough evaluation of the electrodes was performed and no assembly or performance issues were found. No trend is associated with reports of this type.